Manufacturer narrative:
Product event summary: analysis confirmed the reported event; main printed circuit board assembly is out of calibration. Analysis also found the lower case is broken. Ring cover, both bail covers, ring cover screw, two case screws, ring, and both bails are missing. Battery contacts are compressed, keyboard is scratched, lcd (liquid crystal display) is out of electrical specification, and the serial number label is damaged. (B)(4).

Event description:
It was reported the atrial sensitivity is out of range. The device was returned for repair. No patient complications were reported as a result of this event.